Manufacturer narrative:
An additional evaluation was performed on the device, and the service engineer (se) noted that the device failed the flow sensor zero-point calibration, airflow accuracy test, and oxygen flow value accuracy test. While performing the airflow accuracy test, the se reported that the readings were all out of range for the following settings - 0, 10, 35, 60, 140 slpm (standard liters per minute). The se then noted that the device had readings that were out of range for the oxygen flow value accuracy test, when set to the following settings - 10, 35, 60. The se replaced the flow sensor assembly to resolve the issue. The device was checked, cleaned, and tested; the device was then returned to the customer.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was exiting standby mode, even though the device is not operated in standby mode, an no intake trigger is activated. The device was in clinical use when the issue occurred. There was neither a delay in therapy and/or medical intervention reported. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
H10: e1: (B)(6).

Manufacturer narrative:
The device was evaluated at the bench repair center, and it was reported by the service engineer (se) that the reported device issue was able to be reproduced. It was noted by the se that the flow sensor assembly needed to be replaced. A quote for repair was provided to the customer.